Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve was deployed low on one cusp (canted/tilted), likely due to the poor coaxial alignment of the valve and delivery system. A second valve was placed and corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by (B)(6), during the procedure of implanting a 29mm sapien xt valve through ta approach, the alignment of the introducer-sheath was not perpendicular to the annular plane. As a result, the valve was implanted asymmetrically with one side too low, only 10/90 aortic/ventricular while the rest of the valve was 50/50. There was moderate to severe paravalvular leak (pvl). To manage the leakage, it was decided to implant a second sapien xt 29mm. Immediately, a second valve was opened, prepared and implanted successfully. In the end the patient was stable; no leaks, no arrhythmia, no bleeding, good hemodynamics. The patient¿s native annulus and leaflets were severely calcified.